Event description:
Caller reported that the screen light on a pump would turn on, but nothing was visible on the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.